Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11. A getinge field service engineer (fse) replaced safety disc and the plastic and pim protecting the helium tube during preventive maintenance and check operation. Equipment suitable for clinical use.

Event description:
N/a

Manufacturer narrative:
Due character limit e1. Initial reporter name- (B)(6). Event site address- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, cardiosave intra aortic balloon pump(iabp), plastic protecting the helium tube was broken. There was no patient involved.